Event description:
While raising the head of the bed, it was noted to jerk, make a loud noise and one side dropped. Patient was frightened, but not hurt. Bed now sits crooked.====================== health professional's impression======================this event was an operator error. At the head of these beds (hob) there is a place to put a cable organizer. This organizer routes the IV tubing, ECG cable etc. Up to the patient. The power cord was also wrapped in this organizer. When the head of the bed was raised up the power cord caught and held which caused the hob to bind and go off track. This bent the brackets and sent the hob off kilter. It was so damaged that hill-rom field service representatives were called in to repair the bed. The representatives reported they have seen this happen before. The power cord should not be wrapped through this organizer.====================== manufacturer response for ICU bed, sport total care======================service reps came to our facility to comlete the repair. They stated they had seen this problem before.